Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The set was visually inspected. It was noted that the slip fit connector on the replacement line was disconnected. The set was checked for misassemblies, kinks and occlusions and none were found. It was noted the set was returned with a blood warmer line attached to the return line. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that during a red blood cell exchange procedure, after 7 out of 10 units had been transfused, the plasma line appeared red. The terumo (B)(4) help line representative advised the customer to end the procedure and perform a transfusion-reaction workup. A transfusion-reaction workup was performed. The results were negative. The labs were normal. The patient was sent home with no signs or symptoms of a transfusion reaction. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call was placed to have the machine checked out. The results from the service call indicated that the machine was functioning properly .root cause: there were no abnormalities found associated with the tubing set or with the service report, indicating that the machine functioned properly. It is possible, but not conclusive,that the red tint in the plasma line was the result of rbcs in the plasma line, due to an interface issue. Given, the customer indicated there were possible interface issues. There is also the possibility of rbcs being present in the plasma line. Possible causes include but are not limited to: - operator entered an inaccurate hematocrit or other donor info - incorrect centrifuge speed - changes in donor physiology.